Event description:
This is a report of a patient who experienced peritonitis manifested by cloudy effluent, abdominal pain, cloudy effluent, fever, vomiting and diarrhea coincident with therapy for peritoneal dialysis. The patient was hospitalized the same day. Therapy was ongoing. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Patient was born in 1965. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received from the nurse. It was reported that the patient was hospitalized for eighteen days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.